Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence. A new infusion tubing was loaded and the customer was unable to complete the fill tubing sequence as the cartridge ran out of insulin. A cartridge and infusion tubing change was performed resolving the issue. The customer's blood glucose level was 130mg/dl.